Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. (B)(4).

Event description:
It was reported that there were pacing problems with the right atrial (ra) lead. During the revision procedure the physician noticed blood in the connector port. When the physician tried to remove the ra lead it was stuck in the device. Physician cut the ra lead and replaced both the implantable pulse generator (ipg) and ra lead. No patient complications have been reported as a result of this event.